Manufacturer narrative:
Internal report # (B)(4). No replacement at this time. Customer want to talk to her doctor first. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from high readings. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is and open vial date are undisclosed. The meter memory was not reviewed for previous test result history: a representative from humana contacted us stating she had customer on the line concerns with high results, upon speaking with customer, customer stated that she was having symptoms of high blood sugar. Headache, irritated weak and tired. Customer states she will contact us back after she speaks to her doctor.